Event description:
The user facility reported that the patient had issues with bleeding when the involved tr band device was used. The user stated that it was not the device itself that caused the issue, but how the device was applied. The patient was in stable condition. The event occurred post-treatment. There was no patient injury/medical or surgical intervention required. Additional information was received on 17 nov 2022: the tr band was injected with 18ml's of air when it was applied. Hemostasis was achieved using the involved tr band. There was not a hematoma. The blood loss less than 250cc's. There was no damage to the device.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. Initial reporter occupation: lab manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for closure complications because the sample was not returned for assessment. The exact root cause could not be determined. The complaint description mentions that the closure issue may have been caused by improper application. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.